Manufacturer narrative:
The device was received, and an evaluation is complete. The device received preventative maintenance testing while in baxter puerto rico. This testing included a visual assessment as well as functional testing. The device failed preventative maintenance testing due to a system error 322. Service evaluation at baxter medina verified the system error 322 through a review of the event history log but was unable to reproduce the error. The cause was identified to be a failed lower link switch. The lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter puerto, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.